Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump failed activation test and the cylinder fluid leak could affect the functionality of the device. Product analysis confirmed a device malfunction. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the reservoir was visually inspected, leak tested and microscopically examined. Under microscope it was observed that the reservoir kink resistant tubing (krt) was worn to the filament but no leak was found. The pump was visually inspected and no damage was found upon inspection. The pump was functionally tested and did not pass the 8 lb activation test requiring greater than the specified force to activate. The cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at a fold in the cylinder body and small leaks. Under microscope it was observed that cylinder 1 had a hole at the corner of a fold in the outer tube that was the result of wear; a small leak was present. Cylinder 2 has multiple holes and tool marking damage in the outer tube that was the result of a sharp instrument damage consistent with explant. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.